Manufacturer narrative:
B3: bsc aware date used as event date as it unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that thrombosis and stroke occurred. A left atrial appendage closure procedure was performed, and a watchman closure device was implanted. At an unknown date, device related thrombosis (drt) was identified on the exterior of the closure device. The patient had to take plavix and aspirin for six (6) months post index procedure. Plavix was discontinued as planned. Four weeks after discontinuation of plavix, stroke in the middle cerebral artery (mca) occurred. There were no further details reported.